Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a pusher wire was returned inside an introducer sheath in the dispenser hoop. A slight resistance was met as the pusher wire was advanced through the introducer. The pusher wire was found to be extremely stretched at the ss coil region and it is likely the resistance experienced upon advancing the pusher wire was a result of the kinks present on the ss region. The interlocking arm of the pusher wire had broken off and was not present. A microscopic inspection revealed the ss coil region of the pusher wire was kinked and stretched. The dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the coil was unable to advance into the catheter. The target lesion details were unknown. A 8mm x 20cm interlock was selected to treat the target vessel. Upon introduction, it was noted that the coil could not be advanced into the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is fine. However, device analysis revealed that the interlocking arm of the pusher wire had detached.